Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced leakage. The following information was provided by the initial reporter: leak between the plunger and the barrel of the syringe. Clinical consequences observed: none. Precautionary measures and actions taken: change of device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced leakage. The following information was provided by the initial reporter: leak between the plunger and the barrel of the syringe. Clinical consequences observed: none precautionary measures and actions taken: change of device.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2206176. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team; however, the retained samples did not show any signs of leakage. Although an exact cause cannot be determined for this reported incident, it is possible that it resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.